Event description:
The lay user/pt contacted lifescan (lfs) in 2009, alleging inaccurate high readings on her one touch ultra easy meter. The pt mentioned that her meter reads higher than the bayer meter or roche meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following info. The pt mentioned that since she started using the one touch ultra easy meter, her readings have been anywhere from 170-290 mg/dl. The pt mentioned that on an unspecified date and time, she tested on her one touch ultra easy meter and increased her dosage of pills due to the elevated readings based on her physician's recommendation. Prior to eating, she took 1 mg of novo norm, and after meals she took one 850 mg of metformin. She also ate less due to the elevated readings. Six days prior to contact to lifescan at 5:30 pm, she exhibited symptoms where her stomach was unwell, and she had tachycardia. Her neighbor assisted her and treated her with oral glucose and coke. The pt did not attempt to test her blood glucose at the time of exhibiting these symptoms. At 6:07 pm, she felt a little better and went to the clinic during open hours and did not receive any treatment or advice. The pt does not recall what her readings were prior to the event, since she had her meter replaced by her physician three days later. She did state that she takes before every meal one novo norm 1 mg and after every meal one metformin 850 mg until this event. On the same day, she visited her physician and he tested her on her meter compared to his meter, and her ultraeasy meter showed 50 mg/dl high results compared to the physician's meter. The pt was unable to provide the reading on the physician's meter or on their meter. The physician gave her a new ultra easy meter and the meter still showed a 50 mg/dl high reading compared to the bayer meter. A "normal" reading for the pt is between 90-140 mg/dl. The pt mentioned she would not test with the lfs products anymore and requested a refund. The complaint is being reported since the pt took an increase of oral medication and ate less due to the meter result and later developed symptoms suggestive of hypoglycemia and felt better after treatment by a non-medical professional with food and glucose.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.